Event description:
Philips received a complaint on a patient information center ix indicating no audio was coming from the speaker at the nurse's station. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A quote was provided to the customer for onsite service; however, the customer canceled the service, indicating they fixed the problem. There was no indication of how the issue was resolved. No analysis was performed by philips. The product malfunction was unable to be confirmed because the customer refused service, indicating they resolved the issue themselves. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.